Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneursym in 2004. The pt had very small and calcified iliac arteries. It was reported that the physician was unable to advance the delivery system though the pt's iliac arteries. The delivery system was removed and balloon angioplasty was attempted using a 10 mm x 4 mm balloon. It was reported that the physician attempted to reinsert the delivery system through both iliac arteries, but was unsuccessful. The pt was converted to open surgical repair, no additional sequelae were reported and the pt is reported to be fine.